Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of intermittent antenna icon cannot be confirmed. It was reported that continuous glucose monitoring (cgm) device is being used on patient under (B)(6) of age. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes. However, a root cause for the reported intermittent antenna icon cannot be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. Patient is less than (B)(6). At the time of contact the patient's mother did not report any injury or medical intervention.